Event description:
Medtronic received info that four hours post-operative, this pt experienced cardiac arrest after the proximal end of this temporary pacing wire frayed and then fractured. The pt was recovering in the ICU at the time of the incident. A new pacing lead was implanted, and the pt fully recovered from the incident.

Manufacturer narrative:
Eval results: device history review found the product met specifications when released for distribution. Conclusions: no definitive conclusions can be drawn at this time as product analysis has not been completed. Analysis: the lead has been returned to medtronic for analysis. To date, the analysis of this product has not been completed. Review of the device history record shows that the product met manufacturing specifications when released for distribution. Conclusion: no definitive conclusion can be drawn at this time, as the analysis of the returned product has not been completed. A follow up report will be submitted upon completion of the analysis.